Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the air/water nozzle clogged, the operation channel leaky, the remote control buttons cut, the objective lens unit dirty, the air/water nozzle loosened, the light guide cable loosened, the insertion flexible tube (ift) worn out, the distal body worn out, and the serial number plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.